Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery sys. Upon removal of the device from the pt the capsule fell onto the floor. No serious injury to the pt was reported.